Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel airbubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that gel globules appeared after centrifuge with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 3300 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel globules appear after centrifuge the sample while processing in instruments its getting attached with the probe.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel globules appeared after centrifuge with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 3300 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel globules appear after centrifuge the sample while processing in instruments its getting attached with the probe.